Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via clinical study site that upon loading the iol (intraocular lens) prior to implantation, the iol appeared to be intact. Immediately after insertion of the iol, the investigator noted that the trailing haptic was amputated.